Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the pump. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 03/02/2017.

Event description:
The user reported that a pump powered itself off during active patient use. No patient injury or harm occurred for this case.

Manufacturer narrative:
The user-reported issue was not confirmed. The pump was not found to self-power off. It was found to have a battery outside of warranty and a wireless connection issue; these were not related to the user-reported complaint. The device was repaired and tested to meet all specifications on 04/06/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00062).